Event description:
It was reported that this right ventricular (rv) lead triggered a red alert due to high out-of-range shock impedance measurements. Technical services (ts) reviewed the data and noted multiple instances where impedance readings exceeded 200 ohms. Ts indicated that the lead had been implanted for approximately 13 years and suspected a potential lead integrity issue. Ts recommended further evaluation through lead testing and advised replacing the lead. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead triggered a red alert due to high out-of-range shock impedance measurements. Technical services (ts) reviewed the data and noted multiple instances where impedance readings exceeded 200 ohms. Ts indicated that the lead had been implanted for approximately 13 years and suspected a potential lead integrity issue. Ts recommended further evaluation through lead testing and advised replacing the lead. No adverse patient effects were reported. This rv lead remains in service. Additional information was provided that this rv lead was surgically abandoned. The replacement procedure was successfully performed and another lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.